Event description:
Livanova deutschland received a report of a 3t heater/cooler which triggered an insulation fault, generating loud noise. There was no report of any patient injury.

Manufacturer narrative:
D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016, which is the FDA compliance date to implement UDI code. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11 livanova deutschland manufactures the heater cooler 3t system, the event occurred in germany. Through follow up communications, it was learned that the error was caused by a defective compressor and it is no longer in use. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.